Event description:
The surgeon provided add'l info stating the lens appeared grey prior to explantation. The pt's outcome following lens replacement is favorable. The pt's current visual acuity (va) is 20/20.

Event description:
A surgeon reports that an intraocular lens (iol) implanted in 1998 became opaque. The surgeon says that opacities are in the lens material and not on the surface. The pt's visual acuity (va) following the initial implantation was 10/10 (in 1998). Four months later va was 3/10. Additional info has been requested.